Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. At 1 month after the primary surgery, the surgeon revised the head, cup and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 january 2022. Lot 2012918: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-mar-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional items involved in the event, batch review performed on 18 january 2022: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2109538 lot 2109538: (B)(4) items manufactured and released on 20-aug-2021. Expiration date: 2026-jul-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.